Event description:
Customer placed a call when the first iab inserted, receiving auto fill failure and maintenance code 2 message. Customer rebooted pump twice and problem was not resolved. Medical doctor replaced the iab and helium tank. Restarted pump, no change in messages. Initiated auto fill. Pump started and auto fill message was resolved, but maintenance code remained. Pump functioning normally. Patient was transferred for emergency surgery on same pump. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the customer decided to provide in-house service to the pump. No additional information could be obtained from the customer. A supplemental report will be submitted if additional information becomes available. (B)(4).